Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack in the minicap was observed during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.